Manufacturer narrative:
Investigation found the formed needle not secure in the slide retract. Signs of scoring were present on the inside of the top housing and mechanism rails. The pod was returned without the needle fully retracted, and the soft cannula was cut short. It was determined a manufacturing error in which the hard cannula was improperly installed in the slide retract contributed to the reported complaint.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours. The patient believes insulin wasn't being delivered because the needle didn't retract and it was "plugging up" the cannula, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia. It should also be noted the insertion site was bleeding and painful.